Manufacturer narrative:
Health effect - impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture discovered during surgery. Device has been explanted.

Event description:
Device is not PMA approved. Therefore, rupture is not reportable.